Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after a procedure where this device was implanted, the patient experienced surgical revision, pain, abdominal wall abscess, incision and drainage. After treatment, the patient experienced revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after a procedure where this device was implanted, the patient experienced dense adhesions, pain, abdominal wall abscess, incision and drainage. After treatment, the patient experienced revision surgery and mesh removal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a paraumbilical hernia and recurrent incisional hernia. It was reported that after a procedure where this device was implanted, the patient experienced dense adhesions, pain, abdominal wall abscess, and inflammation. Post-operative patient treatment included revision surgery, incision and drainage, and mesh removal.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a paraumbilical hernia and recurrent incisional hernia. It was reported that after a procedure where this device was implanted, the patient experienced dense adhesions, pain, abdominal wall abscess, incision and drainage. After treatment, the patient experienced revision surgery and mesh removal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a par aumbilical hernia and recurrent incisional hernia. It was reported that after a procedure where this device was implanted, the patient experienced abdominal pain, dense adhesions, pain, abdominal wall abscess, inflammation, infection, scarification, mesh encapsulation and lack of adequate ingrowth. Post-operative patient treatment included resection of excessive pannus, revision surgery, incision and drainage, CT-scan, medication, and mesh removal. Relevant tests/laboratory data: (B)(6) 2016: CT scan revealed no source of intraabdominal pathology and was pretty unremarkable

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a paraumbilical hernia and recurrent incisional hernia. It was reported that after a procedure where this device was implanted, the patient experienced abdominal pain, dense adhesions, pain, abdominal wall abscess, inflammation, infection, scarification, mesh encapsulation, lack of adequate ingrowth, recurrence, nausea, and gastroparesis. Post-operative patient treatment included resection of excessive pannus, revision surgery, incision and drainage, CT-scan, medication, and mesh removal.

Manufacturer narrative:
Additional information: a4, b5, b7, h6 (ime codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a par aumbilical hernia and recurrent incisional hernia. It was reported that after a procedure where this device was implanted, the patient experienced abdominal pain, dense adhesions, pain, abdominal wall abscess, inflammation, infection, scarification, mesh encapsula tion, lack of adequate ingrowth, recurrence, nausea, gastroparesis, labs abnormal for wbc; hemoglobin; hematocrit; potassium; co2; creatinine; calcium; alt; magnesium; alkaline phosphatase; ast; red blood cells; bun; sodium, fluid collection, colitis, foreign-body type giant cell reaction, seroma, vomiting, fever, hypokalemia, normocytic anemia, poor po intake, abdominal ecchymosis, tenderness, hypomagnesemia, dehydration, lower abdominal discomfort, emesis, cramping, difficulty moving bowels, wound oozing, wound dehiscence, hematoma, purulent discharge, & po intolerance. Post-operative patient treatment included resection of excessive pannus, revision surgery, incision and drainage, CT-scan, medication, mesh removal, ultrasound, hospitalization, antibiotics, IV fluids, IV antiemetics, pain medication, hematoma drainage, wound care, & removal of sutures.

Manufacturer narrative:
Additional info: a4, b2, b5, b6, b7, d10, h6 (patient codes, ime e2402: labs abnormal for wbc; hemoglobin; hematocrit; creatinine; calcium; alt; co2, labs abnormal for alkaline phosphatase; ast; red blood cells; bun, po intolerance), & additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a paraumbilical hernia and recurrent incisional hernia. It was reported that after a procedure where this device was implanted, the patient experienced dense adhesions, pain, abdominal wall abscess, inflammation, infection, scarification, mesh encapsulation and lack of adequate ingrowth. Post-operative patient treatment included revision surgery, incision and drainage, and mesh removal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.